Manufacturer narrative:
A partial lead with the distal tip measuring 47.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified output issue was observed. It was unknown if the failure was related to the lead. The lead was explanted. The procedure was uncomplicated and the patient was discharged.